Event description:
The surgeon implanted an aq2010v, after implantation he noticed a scratch on the lens requiring removal. The incision showed a lens tear and no scratch. It is unk if the device malfunctioned.